Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, left subclavian access was obtained. A 14 french medtronic introducer sheath was placed. An amplatz left 1 (al1) diagnostic catheter and 0.035 millimeter (mm) straight wire (unknown manufacturer) were used to cross the native aortic valve. The medtronic wire was not manipulated or inspected prior to use. The straight wire (unknown manufacturer) was then switched out for a medtronic, pre-shaped curve wire. A 20 mm non-medtronic balloon was advanced over the medtronic wire across the aortic valve and the wire lost position in the apex of the ventricle. The medtronic wire was accidentally retracted back into the catheter of the balloon as the balloon was crossing the valve. The medtronic wire was re-advanced into the apex. The pre- balloon aortic valvuloplasty (bav) was performed, and the balloon was removed. The medtronic wire was not torqued or twisted and was monitored throughout the procedure but not using two projections to ensure guidewire placement and stability. No resistance was felt during the use of the medtronic wire. Subsequently, the patient's blood pressure began to drop. An echocardiogram was performed and showed an effusion from the left ventricle. A left ventricle perforation was reported. It was determined that this was unrelated to the valve or delivery system. The effusion was repaired. A new valve and delivery system were prepped and used for the procedure. Per the physician, the perforation occurred when the pre-implant bav crossed the aortic valve and the medtronic wire was retracted inside of the balloon catheter and then re-advanced into the left ventricle. It was unknown if the medtronic wire contributed to the perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion: based on the available information, the left ventricle perforation caused the effusion and drop in blood pressure. It is likely that the perforation was caused by the guidewire during advancement of the balloon used for pre-implant dilation, as the guidewire position was lost and required re-advancement. In addition, it was reported that the guidewire position was not confirmed by the user using two projections, which may have contributed to the perforation. Per the instructions for use (IFU), ¿confirm appropriate guidewire placement in the target anatomy using 2 projections to ensure guidewire placement and stability.¿ all adverse events and severities are documented within the risk files and instructions for use. No further action is required. Review of the lot history record for this device was unable to be performed as the lot number was not made available and the device was discarded at the account. Based on the event description, the user did not pre-shape the guidewire tip. The IFU warns the user that the guidewire is not designed to be reshaped. It is also unknown if the user positioned the guidewire above the apex in the ventricle with the wire tip pointed away from the ventricle wall, while maintaining strict fluoroscopic surveillance of the guidewire at all times. The medtronic wire was not torqued or twisted and was monitored throughout the procedure but not using two projections to ensure guidewire placement and stability. In addition, the IFU warns the user to "monitor the wire position throughout the procedure for proper placement of the curve and distal tip.¿ and the medtronic evolut valve IFU instructs that it is critical that the guidewire is controlled to prevent it from moving forward, so that the distal tip of the guidewire doesn't move forward and cause trauma to the left ventricle. With the limited information available, it does not appear that there was a manufacturing related malfunction of this guidewire, and instead appears that the user may have caused the perforation. Without the return of this guidewire or additional information such as an angiogram for review, we are unable to conclusively determine the exact cause for this report. In addition, cardiac perforation/rupture, effusion, and low blood pressure are known potential patient adverse effects per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. This event does not indicate device malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.